Event description:
It was reported, the pt stated she was just walking, but the nail broke at the proximal portion right at the lag screw. Surgeon stated that he recommended that pt be none weighed bearing for the past 4 weeks.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.